Manufacturer narrative:
Additional information was provided. The sample was returned within fluids, therefore the complaint cannot be confirmed nor negated. The lumen was found to be open during inner illumination, although unknown material was seen on the lumen's wall. This unknown material was removed after cleaning the device. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. Additional information was requested and received. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A surgeon reported that a patient with exfoliation glaucoma had a combined cataract extraction/intraocular lens with a glaucoma filtering shunt implantation. Two sutures were lysed one month later due do increased intraocular pressure (iop). Ten months later the iop increased and the filtering bleb was flat. At that time, it was indicated that the patient was using three different glaucoma medications. The iop remained increased over the next three weeks and a needling procedure was performed. The surgeon returned to surgery with the patient and discovered that the shunt was clogged. The shunt was then removed and a trabeculectomy was performed. The patient required hospitalization for the reported intervention and was noted to be improving one month later. The surgeon suggested that the exfoliation material associated with the patient's glaucoma may have clogged the shunt.